Manufacturer narrative:
On november 16, 2021, mentor received additional information indicating that the deflated suspect medical device was a 450cc mentor smooth round moderate plus profile saline (catalog: 3502450 lot: 6578479 sn: (B)(6)). On (B)(6) 2021, mentor received additional information indicating that the date of explantation has been updated on (B)(6) 2021. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2021, mentor received additional information indicating that the patient was also diagnosed with bilateral breast capsular contractures (baker grade 3), during the revision surgery on (B)(6) 2021. The patient underwent bilateral capsulotomy and partial capsulectomy. The devices were removed and replaced with the following: (left) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9657437 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9657437 sn: (B)(6). On december 30, 2021, the mentor failure analysis lab received the device for evaluation. On january 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring less than <0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the left breast prosthesis. The right breast implant complication will be reported under mrn: 1645337-2022-00375.

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor saline smooth breast prostheses, suffered spontaneous left breast shrinking, post-procedure. The left breast implant was reported to be getting smaller. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).